Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes when customer open packaged, 1 tube was loose and open. The following information was provided by the initial reporter. The customer stated: "it was found out that one pack of the item 367841 with the lot number of 2109059 and expiration date of july 31, 2023 is reject because 1 tube of the said pack was loose and open."

Manufacturer narrative:
H.6. Investigation summary: no samples and 1 photo were returned by the customer in support of this complaint from catalog 367841, lot number 2109059. A visual examination of the photo was performed and revealed improper assembly. Additionally, 100 retention samples from the bd inventory were inspected with no issues being identified, all hemogard assemblies were attached to the tube. Bd was able to confirm the customer¿s indicated failure mode with the photo provided. The exact cause for the customer¿s failure mode could not be determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes when customer open packaged, 1 tube was loose and open. The following information was provided by the initial reporter. The customer stated: "it was found out that one pack of the item 367841 with the lot number of 2109059 and expiration date of july 31, 2023 is reject because 1 tube of the said pack was loose and open.".